Manufacturer narrative:
Medwatch sent to FDA on 08/15/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling reveals: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had "pain, vomit and increased volume. Performed clinic exams and eda. Confirmed hyperinsuflated balloon." The patient's balloon was removed.

Manufacturer narrative:
Sent to the FDA on 12/13/2016. The device was returned to apollo, and a visual inspection was performed. Dark blue discoloration was observed on the outer surface of the shell. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed on the shell and valve. Under microscopic analysis three striated openings were observed on the shell, consistent with device removal. Blue particles were observed in the valve channel.